Event description:
It was reported to boston scientific on 03/08/2007 that there were detachment problems with gdc coils up to three times. The power supply had indicated detachment and the voltage had been up to 11. However, the coil had not been detached. In one case, the coil came out of the aneurysm sack and was retrieved with a snare. It was reported that "all went well" and there was no risk to the patient and no patient complications. The patient is reported to be fine.

Manufacturer narrative:
Add'l 501k # k001083.